Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a hole in one cylinder. The device was removed and replaced. There were no patient complications reported.